Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported that intra-aortic balloon(iab) immediately after using the defibrillator, the blood pressure waveform (fiber optics) displayed on the cardiosave disappeared. Suspecting a malfunction of the device, the optical fiber cable was connected to another device, but the blood pressure waveform still did not appear. No injuries.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and. The returned non-maquet sheath was returned over the balloon membrane. One kink was observed on the catheter tubing approximately 37.6cm from iab tip. The optical fiber was found to be broken approximately 23.1cm from the iab tip. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) immediately after using the defibrillator, the blood pressure waveform (fiber optics) displayed on the cardiosave disappeared. Suspecting a malfunction of the device, the optical fiber cable was connected to another device, but the blood pressure waveform still did not appear.